Manufacturer narrative:
The technician found the right side rail nurse call switch was defective. The technician replaced the switch to repair the bed.

Event description:
Info received indicates the right side rail buttons are not working. A nurse call could not be placed.